Event description:
The surgeon reported a corneal burn occurred at the incision during the "quarters phase" of the procedure. The surgeon stated that he observed a white "pulverization" in the anterior chamber. The green sleeve was collapsed at the phaco tip. The doctor stated that he believes the incident was a problem with irrigation. The procedure was completed. However the surgeon used one stitch to close the incision. At day one postoperative, athalamia (flattening of the anterior chamber), was observed and the surgeon injected an air bubble. The postoperative astigmatism was greater than nine diopters. The pt prognosis is bad.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the affiliate to share with the customer.